Event description:
The surgeon reports attempting to implant the li61ao lens but the haptics could not be positioned properly. The surgeon enlarged the incision, removed the lens, and implanted an anterior chamber lens. In addition, a vitrectomy was performed. Reference MDR #1119279-2011-00046.

Manufacturer narrative:
Visual inspection of returned lens found both haptics bent not meeting current standards. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.